Event description:
On (B)(6) 2009, the pt reported that his last "couple of cartridges" have had beads of insulin inside the cartridge below the rubber stopper. He stated this occurs when the cartridge is approx 50% or 75% full. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.